Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-00312, (B)(4), s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - the patient had a fall and fractured their patella. The surgeon put in a new insert during the patella surgery.